Manufacturer narrative:
The reported device will not be returned for evaluation as it had been discarded by the facility. Since the product evaluation was not possible, the cause of the reported clinical experience "catheter detached" could not be conclusively determined. Apollo catheter instruction for use states: "always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.". " navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the microcatheter detached inside the intracranial catheter as it was pulled back for repositioning only one time. There was no force applied as the microcatheter was pulled back. A new microcatheter of the same brand was used to complete the procedure. No patient injury occurred. The patient was undergoing embolization treatment. The patient¿s vasculature was moderate in tortuosity and the access vessel was u nknown. There was no friction or difficulty experienced when delivering the microcatheter during the procedure. The reported device and ancillary devices were prepared as indicated in the instructions for use (IFU). There was a continuous flush used. The device and ancillary devices will not be returned as they were discarded.